Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing phrenic nerve stimulation. A chest x-ray revealed that the lead had dislodged. The lead was turned off and was admitted for lead revision. On (B)(6) the lead was successfully explanted and replaced. The patient was stable throughout the procedure and post surgery.